Event description:
Baxter received complaint from customer informing the company of an issue with this transfer set. The spike of a transfer set separated from the port of the drainage bag. Incident occurred when patient was changing to a new bag. No patient injury has been reported at this time.

Event description:
Baxter japan reported that the connections of the ti-adapter and the pt's adapter became seperated. There was no pt injury or medical intervention associated with the this incident according to baxter japan.